Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio sync meter had a power issue - meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began "2 weeks ago", prior to contacting lfs. The patient manages her diabetes by self-adjusting insulin doses "noalog - sliding scale, toujeo - 125 units twice a day plus or minus 10 units based on reading. Trulicity - once weekly injection." The patient stated that she increased her dose of medication as a result of the alleged product issue. "2-3 days after the alleged product issue began the patient reported she developed the symptoms of "frequent urination and nausea." The patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the meter was being used. There was no misuse of the product and after the patient was educated on the auto shut off and recharging the battery the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.